Manufacturer narrative:
Unique device identifier: (B)(4). Device history record: the DHR shows no abnormalities related to the reported failure. The mayfield ultra base unit (a2101) was returned for evaluation. Failure analysis: the unit was received with the base handle having been closed without the 6-inch transnational installed which deformed the hole. The teeth on the 6-inch transnational were worn and it needed to be replaced. General maintenance and cleaning required along with replacement of the worn components. Root cause: the reported complaint was confirmed via inspection of the unit. The handle was closed without having the 6-inch transitional inserted, deforming the hole. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
This is 3 of 3 reports linked to mfg report numbers: 3004608878-2021-00079, 3004608878-2021-00080. A facility reported that handle on the mayfield base unit (a2101) does not securely close when in closed position. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.